Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying an error 2 strip issue message. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.